Event description:
On (B)(6) 2013 patient reported the up button on the infusion device does not work. Patient stated the failure is constant. Patient reported the button has not worked since (B)(6) 2012. Patient stated the button does not work if pressed hard and does not make an audible beep when pressed. Patient stated the button is raised. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result the down button does not operate. The connections of the down flex print are interrupted. The up buttons function was tested successful and comply with the specification.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.